Event description:
It was reported by repair work order that both left and right siderails would not lock in the upright position due to damaged linkage arms. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.